Event description:
(B)(4). My device was implanted on (B)(6) 2014. I called the clinic that every day to report the severe bloating - I was the size of a 9 month pregnant female. They said this should be normal. A week later, I still had the severe bloating and extreme fatigue so I went in. I was told it couldn't be the essure, that it must be a gi issue and that my only alternative was a hysterectomy. Over the next 7 months, I gained 25 pounds and had fatigue, bloating, pain, hot flashes; I was sent to 3 different gi doctors, had 3 ultrasounds and a cat, found enlarged spleen and right ovary and nodules on my lungs, sent to a pulmonologist and a hematologist, received an iron transfusion, had an endoscopy and colonoscopy, had a 2nd endoscopy to cut out and cauterize 2 polyps found in my stomach, saw an endocrinologist where it was confirmed I was not perimenopausal, did not have an autoimmune disease, did not have celiacs disease, thyroid was fine, did not have coritsol issues. Saw in internist to help me bring all of these tests and results together and understand why they were not finding anything when something was clearly wrong with my health. She said it looked fine and recommended I change some of my medications. I did this with no results. I finally had a consultation with a gynecologist yesterday, (B)(6) 2015 that believes me and is going to remove the essure, along with my tubes, on (B)(6) 2015.